Event description:
It was reported that after a da vinci sacrocolpopexy surgical procedure, the surgical staff found the pt's skin surrounding the right port incision where the cannula accessory was inserted, to be "burned". The surgeon used a scalpel to remove the damaged skin, roughly a 1 mm area, and closed the port site. The case was not significantly lengthened due to this event. The isi clinical sales rep present for the case spoke to the surgeon a week after the procedure, at which time the surgeon indicated that the pt was doing fine with no other external trauma issues. No add'l pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instruments and accessories used during the reported case have not been returned or evaluated at this time. Investigation has shown that it is possible for the electrosurgical unit (esu) currents to pass through the pt side manipulator arms to ground, through the cannula accessory to the pt, if the pt is not properly grounded. However, the root cause of the customer reported failure mode cannot be definitively determined. The correct electrical surgical unit (esu) settings have been confirmed at this site, during the procedure. The reported failure could not be confirmed nor denied. A f/u MDR will be submitted if add'l info is rec'd. As of march 12, 2008, there have been no reported recurrences of the issue at this hosp.